Event description:
It was reported that while in the "op" the intra-aortic balloon (iab) was prepped, "vacuum was pulled over one-way valve to the balloon." Md inserted the sheath into the left femoral artery and the spring wire guide (swg) was inserted. The md "pushed approximately 10cm of the iab into the sheath, then very hard resistance was felt." As a result, the md removed the iab and used another iab to complete the insertion without difficulty.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.